Event description:
A customer contacted baxter's technical service center reporting that a cat bit her drain line during drain 3 of 4 on the homechoice (hc) machine. The home patient (hp) stated that no alarms went off after cat bit drain line. The technical service representative (tsr) assisted the hp to end therapy early, advised to disconnect from the hc machine and to contact nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the nurse regarding the cat chewing the line, it was confirmed that the hp did not have any injury or harm as a result of this incident. Per nurse, home patient (hp) knows not to have the cat around when performing therapy. The nurse added that the hp explained to her that she had been to the bathroom where the cat snuck in and chewed the line. The nurse verified that she had discussed the proper procedures with the hp. Per nurse, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged set is not confirmed due to lack of sample. The root cause was determined to be animal damage from the information provided in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.